Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that loss of sensing and loss of capture was observed on the right ventricular device. The patient is pacemaker dependent, but no consequences or symptoms were reported at this time. An x-ray was performed, and no anomalies were observed. At the next follow-up, the sensing was able to be measured within the acceptable range. The patient was hospitalized in stable condition and will continue to be monitored.